Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 9 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 6116680. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200677365] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off before use. The following information was provided by the initial reporter: material no: 328418. Batch no: 6354815. It was reported that the needle broke off before she was able to inject into the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off before use. The following information was provided by the initial reporter: material no: 328418 ,batch no: 6354815. It was reported that the needle broke off before she was able to inject into the skin.